Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 6 atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.